Manufacturer narrative:
Evaluation of turnpike spiral was returned to vsi for evaluation. The catheter showed signs of biological contamination. The distal tip was severely damaged and fragments of the tungsten were torn but remained intact. The tip is intact but shows signs of damage consistent with rotating in a calcified vessel. The tip was also twisted and deformed. There were no pieces missing from the catheter. The event description along with the returned product evaluation provided sufficient evidence to determine that the most likely root cause was damage during use. The event description describes the catheter was being used in a calcified vessel. The turnpike spiral traveler was reviewed. There were no nonconformances related to this lot.

Manufacturer narrative:
(B)(4).

Event description:
A turnpike spiral was inserted into a calcified vessel. The turnpike spiral's tip locked up on the wire and the tip came off in the patient on the wire. The tip was stuck to the wire; tip and guidewire removed in tandem.